Manufacturer narrative:
Findings: pump received with scramble display after inserting the battery due to moisture damage on electronic assembly. No black screen noted. Moisture damage was found on motor assembly. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose was 85 mg/dl. The customer stated that the device was exposed to extreme temperature. The customer was advised to stabilize at room temperature. The customer stated that the black screen did not did not disappear. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.